Manufacturer narrative:
With the available information, boston scientific cannot confirm the root cause of the reported delayed charge time associated with this s-ICD. Boston scientific technical services was consulted, and device replacement was recommended. To date, boston scientific has not received confirmation of whether or not this device has been explanted and replaced, and the device has not been returned to boston scientific for laboratory analysis. Note this investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a charge time error (CT) and a long charge time error (lc). Technical services (ts) was consulted, and noted the device is unable to charge the hv capacitors and therefore is unable to deliver therapy. As such, emergence replacement was recommended and scheduled for the end of the week. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Of note, there was no boston scientific involvement in the reporting of this event. No further information has been provided by the reporting clinic/physician. As of 14-oct-2024, no additional information has been received by boston scientific. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a charge time error (CT) and a long charge time error (lc). Technical services (ts) was consulted, and noted the device is unable to charge the hv capacitors and therefore is unable to deliver therapy. As such, emergence replacement was recommended and scheduled for the end of the week. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.